Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. However the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay also had blood/body fluid. There was blood in/on the lobe mechanism. The lead was stretched and had been damaged at implant. The full lead was returned and analyzed.

Event description:
It was reported that the left ventricular lead was not implanted due to patient venous anatomy. A different left ventricular lead was implanted. No patient complications have been reported as a result of this event.